Manufacturer narrative:
Therefore, because the device malfunctioned and that malfunction resulted in a serious injury, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that an x-ray was taken on a patient six months after an x-tip was used during a dental procedure. The x-ray showed a piece of the x-tip was embedded in the patient's bone.